Manufacturer narrative:
Correction to b3/d10 (event date): the event occurred on january 24, 2023. Additional information: d9, h3, h4, h6, h7, h9 and h10. H4: the lot was manufactured from september 30, 2022 to october 07, 2022. H10: nine (9) actual samples were received for evaluation. A visual inspection identified the pouches presented voids in the seal located at the top and bottom of the pouches. The reported condition was verified. The cause of the condition was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; batch sampling and inspection were performed with visual inspections of the carton, pouch, and device, underwater pressure testing for seal integrity, betadine weight checks and functional testing performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of nine (9) minicaps were unsealed near where the printing of the expiration date. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.